Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned in 2 segments, 6cm from is-1 end, and 1-46cm from tip. The stylet was inserted in lead. The helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the lead was fractured near to terminal pin. The lead was found severed. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, the right atrial (ra) lead was difficult to be placed. After different areas tried, the helix would extend. The physician cut the ra lead to keep access to vein. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.